Event description:
Add'l info rec'd in 2004: "17 days after procedure (2003), the pt develope the fever. (Highest bt 38.6 c) the fever was brought down 12 days after (2003). Voltaren (di-clofenac sodium) was administered 25mg a day from 4 days. Antibiotic (cefazolin) was adminitered 1g x2/day, for 4 days. Data follows: body temperature (c): 36.0, 38.6, 37.4, 36.8; wbc count: 8600, 8000, 6300, 7400; crp: 1.99, 12.12, 5.89, 2.09.

Event description:
The doctor claims that the graft was implanted for an abdominal aortic aneurysm procedure. After the operation, the pt developed a fever. The temperature and duration of the fever is unk at this time. The graft was left in. The outcome of the case is unk at this time, but the pt is reported to be doing well, now.